Manufacturer narrative:
It was reported that the patient requires a procedure to free up potential adhesions that are impeding movement. Revision surgery is planned to address this issue and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient requires a procedure to free up potential adhesions that are impeding movement. Revision surgery is planned to address this issue and exchange the poly insert.